Event description:
It was reported that the rigid video scope displayed a blurry image. The reported issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope displayed a blurry image. The reported issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: blurry image caused by defective outer tube. In addition, new damages/defects were observed: dents on distal edge, cracked meniscus, minor stains under lg cover glass, dents and scratches on outer tube. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.